Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 246-300mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 469 mg/dl and hi, fasting. Reviewed meter memory: hi (B)(6) 2015 08:15:56 pm fasting:no; hi (B)(6) 2015 08:15:56 pm fasting: no; 469 mg/dl (B)(6) 2015 08:12:56 pm fasting:no.